Event description:
It was reported that a "pelvic mesh product" was implanted in the plaintiff to treat her pelvic organ prolapse and stress urinary incontinence. The date of implant was not provided. The plaintiff's attorney alleged "as a result of having the product implanted" the plaintiff "experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has undergone and will undergo corrective surgery or surgeries" and other damages.

Manufacturer narrative:
It is unk which ams pelvic mesh product was implanted. Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.